Event description:
Stopcocks leak when meds are pushed. No patient injury. Add'l information is leaking occurs around the white turnkey and also at the bushing area. Some are so severe it will squirt onto the health care provider. Add'l information reveals the medications that are used are bupivacaine, lidocaine and sometimes propofol. This leaking takes place when doing an interscaline block that requires increase pressure on the 20cc syringe to deliver the medication.